Manufacturer narrative:
Product ID was not provided, the UDI could not be identified at this time. This complaint came through anvisa report. Initial reporter information was not provided. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer stated the gastrostomy tube's traction wire broke close to the tip of the tube when it was pulled to the abdominal wall during endoscopy examination. This serious event led to the patient's laparatomy for removal of the tip of the probe. The issue occurred with the entristar peg kit. The adverse event was exploratory surgery transmitted via foreign body.